Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had "some shocking sensation a few months ago". It was reported that the patient had fallen "a number of times" and had seizures recently. It was confirmed that the seizures were "unrelated to the stimulation system and they were for another medical condition". It was noted that a company representative was "likely" going to meet with the patient for impedance testing. Additional information received a week later reported that the patient was receiving "adequate coverage and therapy". It was stated that impedance testing was done and confirmed that all contacts were "ok". It was reported that the patient had a shocking sensation at the implantable neurostimulator (ins) site after "several falls and bumps of the ins site". It was stated that the patient was suffering from seizures due to a brain injury sustained in a work accident.